Event description:
It was reported than an unknown synthes trauma device loosened postoperatively requiring an additional revision procedure. The patient initially underwent an open reduction internal fixation (orif) procedure to treat a humerus fracture back on (B)(6) 2014. That procedure included the implantation of a competitor¿s plate. Thereafter, the patient had two (2) revision procedures due to broken hardware (revision 1) and loosening/migrating devices resulting in non-union (revision 2). The third procedure (revision 2), which was performed approximately five (5) months ago, was to revise the loosened (unknown) synthes part(s). It is unknown if the devices were removed during this procedure. Patient status/outcome is unknown. This report is for one (1) unknown synthes trauma device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
This report is for one (1) unknown synthes trauma device. The revision procedure was performed approximately five (5) months ago, but it is unknown if the hardware was removed. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.